Event description:
After complete left and right heart catheterization, a mynx vascular closure device was used to seal groin site. Upon removal of mynx device, balloon was missing from tip. Cardiologist spoke to mynx sales rep.